Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover and suction connector both had a crack; adhesive on bending section cover had white-clouded area; switch 1, universal cord, protector of universal cord on suction connector side, and plastic distal end cover all had a scratch; switch 3 and switch 4 had wear; and due to dirt on objective lens, the image had dark area partially. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There were not any abnormalities in the accessories used for reprocessing. The customer wiped/brushed the distal end with clean lint free cloths, brushes, or sponges. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether there was any delay in the start of the precleaning, and whether the customer presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope switch 4 did not work. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: objective lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.